Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks from t-wave oversensing (twos) of the right ventricular lead. The lead also had low sensing values. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.